Event description:
Per the clinic, the patient experienced headaches and pain at the implant site with and without device use resulting in the decision to explant the device. On (B)(6) 2015 the device was explanted.